Event description:
The hamilton c3 ventilator which was providing ventilation to the patient appeared to have shut down or entered a state of unresponsiveness without audible alarming. The patient monitoring system alerted that the spo2 of the patient was dropping. When the nursing staff responded, they found the ventilator in a state where the visual indicator on the top of the device and around the silence button had been triggered to illuminate red and the screen was black/blank. The ventilator was removed and alternative means of ventilation had to be administered. FDA safety report ID# (B)(4).